Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that sensor was not working and not able to connect. Customer was able to connect sensor after troubleshooting. Customer¿s blood glucose was 52 mg/dl and treated with juice. Customer declined troubleshooting for low blood glucose. Product will not be returned for failure analysis.